Event description:
It was reported that there was a thrombus present during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. During a final check of the patient transesophageal echocardiogram (tee) imaging showed a string like thrombus that was present in the right atrium of the patient. There were no abnormalities noted in the patient's hemodynamics as a result of this event. No intervention was performed for the thrombus event. Post procedure after the patient was awake from anesthesia they showed no complications, and they are expected to make a full recovery.